Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the part which is not supposed to expand expands". This occurred during priming, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. During visual inspection, glue peeling and delamination was observed, however the investigation determined that this condition fell within accepted criteria for device integrity, therefore the complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.